Event description:
It was reported that a user of the ilet experienced a hypoglycemic event with a documented low blood glucose of 45 mg/dl, occurring after a ¿less than dinner¿ meal announcement, with glucose later increasing post-meal; no changes were made to the ilet settings. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary low glucose outside the 70¿180 mg/dl range for about 30 minutes, with no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included complaint handling with troubleshooting and education provided to the user and advice to consult a healthcare professional regarding ilet use and glucose variability. Investigation of this case revealed an undetermined cause of hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.